Event description:
It was reported that the patient was having "problems with his device." He "couldn't get it back to channel d where it did the self changing adjustment." It was stated he was at work when he realized his ins (implantable neurostimulator) wasn't on at all and he didn't use his patient programmer to make adjustments in a while. The patient noticed his ins wasn't on the day of the report. He went to his desk, got the patient programmer and it showed channel a but it wasn't on so he turned it on. The patient then synced his patient programmer to the ins and the ins was on, adaptivestim (as) was enabled, and program d was active. The patient tried to see if it would adjust but it wouldn't. It was stated he thought it was maybe program a he wanted. He then tried program a and it changed positions but didn't adjust lower. He was usually around 3.7v. It was stated he thought he might have "screwed it up" when he was at work. He was standing near a computer with the keyboard above waist level and noticed it wasn't stimulating. When he raised his arms above his head it increased the stimulation but he didn't feel that. At that point he went to his desk and saw "everything was shut off." He was "hurting all day" on the day of the report and the ins could have been off since earlier and he didn't know it "because he was bouncing back and forth." It was stated that something changed from the morning of the report. While switched to program a, the patient tried to lie down and it was saying "lying" on the screen, but wasn't adjusting to the level he wanted it at. It was then stated that program a had to have been the one that self adjusted and program d was the one he did manually. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).